Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was demonstrated for use on (B)(6), 2010. No patient or procedure was involved. According to the complainant, during a demonstration of the device the clevis arms on both sides of the device collapsed and bent. There was no patient involvement and the device was used as part of a demonstration only.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was demonstrated for use on (B)(6) 2010. No patient or procedure was involved. According to the complainant, during a demonstration of the device the clevis arms on both sides of the device collapsed and bent. There was no patient involvement and the device was used as part of a demonstration only.

Manufacturer narrative:
A visual examination of the returned device found the clevis arms bent. Functionally, the returned unit was not tested due to the sample return condition. Furthermore a material certification review was performed on the subject component and no anomalies were identified. The condition of the returned incident device was consistent with the complaint that the clevis was bent. The most probable root cause is operational context due to excessive force applied to the device limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).